Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Particulate matter was observed in a small volume folfusor. During an unknown process step during patient use, ¿a piece of grey matter found near top of infuser line¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured january 9, 2018 - january 12, 2018. The device was received for evaluation filled with an unspecified amount of 5fu. During visual inspection, ¿two grey dots¿ were observed on the line. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.